Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory revealed no fault codes, resets, or errors has occurred. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passing all returned product testing, we have concluded that all operations of the device are within specifications. The clinical allegation was not able to be confirmed through testing or detailed analysis.

Event description:
Boston scientific received information that during the implant procedure; this cardiac resynchronization therapy pacemaker was connected to the leads and providing pacing and capturing until inserted into the pocket. Once the device was inserted into the pocket, loss of capture and right ventricular lead impedances increased to 1,500 ohms. In addition, the device was unable to be interrogated. The device was removed from the pocket, and still could not be interrogated. Different programmers were used, however, interrogation was not possible. A new device was successfully implanted with normal measurements and successful capture. The attempted device was returned for analysis. No adverse patient effects were reported.